Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. As the contact did not have the pump when tandem technical support was telephoned, a system check to determine a possible cause of the occlusion was unable to be performed.